Event description:
It was reported that before use of the device during an unknown procedure, instrument not rotating after assembly. Testing passed. Hand piece test passed. Reassembled device 3 times, still same issue. Tip appears broken. Procedure completed with same/like device. There was no adverse consequence to the patient. One device will be returned

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the hand activations contacts bent. The blade was not broken as reported but intact and in good condition. The device was connected to a test handpiece with difficulty. During mechanical testing, the rotation knob did not rotate freely. The device was then functionally tested on the gen11 generator. During functional testing, no alert screens were displayed. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torquing of the blade, which could cause the generator to display alert screens or activation issues. To avoid damaging the contacts, it is recommended to assemble the device vertically. Hand switch contacts may become damaged due to tilted handpiece hitting contact top surface during assembly.